Event description:
It was reported that the balloon was unable to deflate prior use. There was no patient impact reported.

Manufacturer narrative:
One swan-ganz catheter was received with attached bd 1.0cc syringe. During functional testing, the balloon failed to inflate. The catheter was cut-down to examine the inflation lumen and a crystal-like material was found in the inflation lumen. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned syringe. Chemistry testing of the crystal-like material found the presence of sodium and chloride; it appears that the material in the inflation lumen is most likely saline residue. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance. It appears that at some point, saline was used to inflate the balloon instead of air and the occluding crystals formed as the saline dried. No actions will be taken at this time.